Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no further patient information obtained from the customer.

Event description:
The customer reported that a physician questioned architect total psa results on three patients. The results provided were: s1 = 0.79/previous = 11; s2 = 1.3/previous = 0.7; s3 = 5.9/previous 0.25. There was no reported impact to patient management.

Manufacturer narrative:
During the subsequent site visit, the abbott field service engineer (fse) observed leaking from the manifold during normal use, so the valve, manifold kit (rohs)_part number 7-77612 was replaced. In addition, the probe, and valve, bypass, 2 way were also replaced. The fse verified the system function by performing successful calibrations as well as a successful control run. No additional discrepant results were reported after the parts were replaced. Return testing was not completed as returns were not available. A review of the architect (B)(4) service history was performed and identified no contributing factors on or around the date of the complaint. The architect system operations manual and the architect i1000sr service and support manual (201970-116) provide adequate information for the troubleshooting and maintenance concerning erratic / discrepant results, including, but not limited to, the troubleshooting, removal, and replacement of the valve, manifold kit (rohs)_part number 7-77612-03. A review of tickets for the architect i1000sr and the valve, manifold kit (rohs)_part number 7-77612-03 revealed no systemic issues or trends associated with the erratic result issue described in this complaint. Based on the investigation no product deficiency was identified for the architect i1000sr, serial number (B)(4), or the valve, manifold kit (rohs)_part number 7-77612-03.